Event description:
It was reported that an output circuit damage alert was observed at interrogation. The hv lead impedance was out of range and an accurate hvli could not be obtained. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.